Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a flap procedure patient had multiple suction issues on the left eye: 2 lack of suctions (prior to laser firing), one suction loss while laser was firing halfway through the raster pattern and one at the end of the procedure after the pocket was completed. Surgeon reported that patient repeatedly squeezed the suction ring off and had small eye openings. Surgeon decided not to lift flap and converted patient to photorefractive keratectomy (prk). A bandage contact lens was placed on the left eye after prk. The right eye flap was made without complication. Pre-operative the best corrected visual acuity on the left eye was 20/20-1 and 20/20 on the right eye.

Manufacturer narrative:
It was inadvertently not included in initial report that right eye had some anterior chamber bubbles that impeded the laser tracking and surgeon place flap back and treat patient on a later date. It was reported on (B)(6) 2017 that surgeon finished the excimer procedure for right eye and post of best corrected visual acuity for both eyes is 20/20. All pertinent information available to abbott medical optics has been submitted.